Event description:
There is no written explanation of alleged event. There appears to have been a leakage at or near port tubing connector as indicated by doctors mark on the diagram on complaint form.